Manufacturer narrative:
The situation was noticed by the initial reporter. Three clinical sites were determined to have the affected software build. Subsequent investigation determined that the problem occurred after eight hours of continuous operation of the real-time monitor. On (B)(6) 2006, all affected clinical sites were notified to restart the real-time monitor once between the day's procedures and to turn off the real-time monitor at the end of the day's procedures. On (B)(6) 2006, the systems at all the affected clinical sites were updated to software build 3.1.1017 which prevents the problem from occurring.

Event description:
ECG and blood pressure waveforms did not display on the physician's real-time monitor of the device for 20 seconds. There was no adverse event or adverse consequence to the patient.